Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was tightly folded. The hub, hypotube, port/exit notch, inner/outer shaft were microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and the hypotube was separated at 53 cm from the tip of the device. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. Bsc ID: (B)(4), tw: (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. During unpacking of a 4.5mm x8mm quantum¿ maverick¿ balloon catheter, it was noted that the device delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. During unpacking of a 4.5mm x8mm quantum¿ maverick¿ balloon catheter, it was noted that the device delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.